Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother, that the customer received a button error alarm. Customer's blood glucose level at the time 300mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No numbers were ramping on their own and no button error alarms noted during testing. The insulin pump had intermittent button response on the up arrow button due to corroded keypad traces noted. The device minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.